Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime compromised force sensor system test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. No damage battery cap noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed failed battery alarm. Customer's blood glucose was unknown. Customer had changed the battery and device alarmed failed battery alarm again. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.